Event description:
The users hearing performance was reported to be affected. The user suffered a trauma on the (B)(6) 2021 and could not hear with the device afterwards. The user will visit the clinic and in situ measurements will be performed in (B)(6) 2022.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet. If the device is received in the future, the case will be re-opened and the device investigated.

Event description:
The users hearing performance with the device was reported to be affected. The user suffered a trauma on the (B)(6) 2021 and could not hear with the device afterwards. The user has been reimplanted on (B)(6) 2022.

Event description:
The users hearing performance with the device was reported to be affected. The user suffered a trauma on the (B)(6) 2021 and could not hear with the device afterwards. The user has been reimplanted on (B)(6) 2022.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.